Manufacturer narrative:
(B) (4).

Event description:
Patient's family reports "seizure-like" left leg contortions, severe pain lasting 3-7 minutes and occurring every 3-7 minutes, and a twitching of the head when the device was on. This started after having the device reprogrammed. Information received from the patient indicates that by going to a second doctor for reprogramming, she had good results and no further negative reactions.